Event description:
Patient states that she initially got the "no disposable, clamp tubing" error, and then got the "no disposable, pump won't run" error. Patient states she changed the batteries, which briefly got the pump going, and then it stopped again. Patient states that nothing was clamped, no occlusions, cassette locked in properly. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: medical was stopped for approximately 25 minutes, during which patient states that she experienced increased shortness of breath; relieved by oxygen supplementation. Patient had no other issues once medication resumed. If yes, was any medical intervention provided: please explain - no. Is the actual device available to be returned for investigation - yes. Did we replace device - yes. Dose or amount: veletri 30.4 nkm. Frequency: continuous. Route: IV.